Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting oversensing noise, high capture threshold, and high pacing impedance. Programming changes were performed to resolve the issue. The patient was in stable condition.